Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that he received the alarm when he changed his infusion set yesterday. Customer stated that the insulin exited the tubing, but when he hooked up the infusion set back up to his body, he received another no delivery alarm when he attempted to deliver another bolus of 3 units. Customer stated that this has happened a couple of other times. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the pump.